Event description:
It was reported the insulin pump alarmed motor error more then three times. Customer did not know blood glucose level. No further information reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump alarmed motor error during rewind due to due to motor encoder signal out of phase. The insulin pump was received with cracked case at display window corner, minor scratches on display window.